Event description:
Patient was intubated and within half an hour of placing on ventilator pressure sensor inaccurate measurement occurred. Flow sensor and expiratory valve were exchanged and alarm continued. Ventilator was then changed out. No changes were made in patient settings.